Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during procedure, the lead was found to be difficult to operate with through the blood vessel. Physician elected to use another lead. The procedure was completed successfully. Patient is stable.